Event description:
Pt with history of failed accesses and complained of pain. The pt went to the hosp and the lifesite was found to be clotted. Tpa was administered. On next visit heparin was increased but lifesite clotted again.